Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. It was reported that the cause of death is unknown, but most likely related to patient condition. The patient was found unresponsive by their spouse. The device operated as intended. The ventricular assist device (vad) coordinator was not aware of any device issues that may have contributed to the patient outcome. The device will not be returned for evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 19sep2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death is unknown. The patient was found unresponsive by their spouse. The device will not be returned.